Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). As this complaint has been confirmed through evaluation of returned customer samples, inspection of additional samples is not required. The root cause of this complaint is unknown at this time. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5155864. CAPA (B)(4) has been initiated for this issue to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions.

Event description:
It was reported that while using the 21 g x .75 in. Bd vacutainer® push button blood collection set with 7 in. Tubing the user noted the tubing was pierced. No injury or medical intervention.